Event description:
It was reported that the patient experienced episodes of supraventricular tachycardia overnight. Dobutamine stopped and patient was in normal sinus rhythm. Chest x-ray from (B)(6) 2022 showed bilateral pleural effusions. The lower lobes were largely collapsed. There was mild pulmonary ground glass opacity with few small pulmonary lucencies that may be bulla. On (B)(6) 2022, the patient had atrial fibrillation with rapid ventricular response to 170s sustaining in 140s. The patient was asymptomatic but amiodarone was administered. The patient experienced stroke on (B)(6) 2022, accompanied by symptoms of slurred speech and left-sided weakness. Symptoms improved when team arrived, only left-sided facial droop was noted. Computed tomography angiography (cta ) on (B)(6) 2022 showed occlusion of right m2 segment with delayed perfusion distally suggesting presence of collateral flow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's right m2 branch occlusion was most likely cardioembolic, but may be periprocedural but was of uncertain chronicity. Aspirin was prescribed for the stoke, and the patient¿s symptoms improved, however, he continued to have left facial droop. A chest x-ray on (B)(6) 2022 showed bi lateral pleural effusions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas) (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists cardiac arrhythmia, and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.